Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. The data values displayed no positive result, only an invalid result. The firmware team investigated and determined when a test is completed on a reader with a cartridge still inserted and the reader resets for any reason (e.g. Battery dies), the reader restarts and appends a new assay result. The cue reader firmware was upgraded to resolve this issue.

Event description:
Customer reported receiving a potential false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 25610j, reader sn (B)(4)). Customer states that when the cartridge was tested, the result on the screen of the app displayed "positive" as well as "invalid" two times. The runtime data only displays an invalid result. Customer states they treated this test as a positive result, though they doubt it was a true positive case. Repeat cue covid-19 tests performed after provided negative results. Dates and frequency of repeat tests not provided. Although requested, customer was unresponsive and no further information was provided.